Event description:
It was reported that the procedure was to treat a distal to proximal right coronary artery (rca). The patient was admitted with an acute myocardial infarction (mi). Pre-dilatation was performed 3 times from 6 to 14 atmospheres (atm) for 10 seconds with a 2.0 x 20 mm non-abbott balloon catheter. Intravascular ultrasound (ivus) and thrombus aspiration was performed. Additional pre-dilatation was performed 5 times from 8 to 14 atm for 10 seconds with a 3.0 x 20 non-abbott balloon catheter. A 2.5 x 38 mm xience xpedition stent was deployed at 12 atm in the distal rca. The physician commented that the inflation time was slower than usual and when deflating the balloon there was difficulty. Under angiography it appeared to not be fully deflated. There was resistance removing the stent delivery system from the anatomy and it was confirmed that there was still contrast in the balloon. A 3.0 x 38 mm xience xpedition stent was deployed at 8 to 12 atm for 10 seconds proximal to the 2.5 x 38 mm xience xpedition, overlapping the first stent. A 3.5 x 18 mm xience xpedition stent was deployed at 4 to 9 atm for 10 seconds proximal to the 3.0 x 38 mm xience xpedition, overlapping the stent. Post dilatation was performed 4 times from 6 to 12 atm with a 3.0 x 20 mm non-abbott balloon. Ivus was performed and the procedure was completed with good blood flow; however, the patient expired. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information was received stating the patient was transported to the hospital with shock due to acute myocardial infarction (ami)and cardiac motion was very bad. Also, an aorta dissection and aortic insufficiency had been occurred. The percutaneous coronary intervention (pci) was completed successfully but the patient condition, cardiac motion and blood flow, were still bad. Thus, intraaortic balloon pump (iabp) and cardiac compression were performed. Then, the patient went back to her room. A functional oxygen saturation (spo2) could not be measured late in the pci. The physician stated that the patient expired due to primary disease, ami, not the deflation issue and the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis confirmed the difficulties in balloon deflation. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event. A review of the complaint database revealed no events for balloon deflation difficulties from this lot. An expanded investigation was unable to determine a conclusive root cause for the observation. There was no product deficiency and there is no evidence of a wider population being effected. This type of reported complaint will continue to be monitored per local quality procedures.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: lancher 6f sal1, eagleeye, iabp. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.